Event description:
The user facility reported that the introducer sheath became damaged during right heart catheterization procedure. Follow-up communication with the user facility obtained the following information: the physician encountered difficulty when trying to pass the sheath through the edwards swan catheter; additional pressure was applied in order to attempt to advance the sheath; subsequently, the sheath kinked; the sheath was then removed from the patient and it was noted that there was a "slice" in the device just below the hub; the initial procedure was completed successfully; and there was no reported impact to the patient.

Manufacturer narrative:
Results - based upon evaluation of the returned sample; based upon testing of a reserve sample. Conclusions - based upon evaluation of the returned sample and user facility information; based upon testing of a reserve sample. Visual examination of the returned sample determined that there were several areas along the sheath that had been kinked. Visual examination also confirmed that there was a 3mm slice in the sheath near the hub. The edges of the slice were damaged in a manner which is consistent with the sheath having been nicked or cut by a sharp instrument. Visual examination of a reserve sample confirmed no abnormalities or defects. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. While the cause of the reported event cannot be definitively determined, the event description and returned sample appearance are consistent with the sheath having been damaged (partially cut) during use. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "when puncturing, suturing or incising the tissue near the sheath, be careful not to damage the sheath." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).